Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male pt, after pressing the analyze key three times, the device was unable to analyze. The unit then suddenly stated "stand clear and advised shock" and the clinicians were able to successfully deliver a shock to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.